Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary biopsy forceps was to be used during tracheal biopsy performed on (B)(6) 2012. According to the complainant, during the procedure, while performing the biopsy, the blue jacket of the device scraped away and detached into the trachea. The fragment was retrieved from the trachea using a second radial jaw 3 pulmonary biopsy forceps device, and then the procedure was completed (biopsy performed) with the same device. Reportedly, prior to use, the device was inspected/tested by opening and closing the forceps jaws. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary biopsy forceps was to be used during tracheal biopsy performed on (B)(6) 2012. According to the complainant, during the procedure, while performing the biopsy, the blue jacket of the device scraped away and detached into the trachea. The fragment was retrieved from the trachea using a second radial jaw 3 pulmonary biopsy forceps device, and then the procedure was completed (biopsy performed) with the same device. Reportedly, prior to use, the device was inspected/tested by opening and closing the forceps jaws. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary biopsy forceps was to be used during tracheal biopsy performed on (B)(6), 2012. According to the complainant, during the procedure, while performing the biopsy, the blue jacket of the device scraped away and detached into the trachea. The fragment was retrieved from the trachea using a second radial jaw 3 pulmonary biopsy forceps device, and then the procedure was completed (biopsy performed) with the same device. Reportedly, prior to use, the device was inspected/tested by opening and closing the forceps jaws. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination found that the distal end of the jacket was peeled. The proximal end, middle and distal end of the jacket was measured; the jacket was found to be within manufacturing specifications. Functionally, the device opened and closed within manufacturing specifications. The condition of the returned incident device was consistent with the complaint that the jacket peeled. The complaint is associated with a product that meets the design and manufacture specifications, but due to anatomical/procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was conducted and no anomalies were found.

Manufacturer narrative:
(B)(4).